Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the wash syringe was leaking in the unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The customer observed a precipitation buildup around the valve for the wash syringe. The customer was wearing proper personal equipment (ppe), including a lab coat and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and found a leaking syringe valve. The fse removed and replaced the syringe valve and syringe. The fse also cleaned the area around the leak. The instrument was verified and the issue was resolved. The failure mode is related to a leak in the tricontinent valve (syringe valve). (B)(4).